Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx drug eluting stent to treat a severely calcified and tortuous mid lad lesion exhibiting 80% stenosis. No damage noted to device packaging and no issues removing the device from the hoop. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. It was noted that resistance was encountered and excessive force used during delivery and the device failed to cross. It was reported that the catheter broke. The catheter cracked towards the proximal end when inside the body. The device did not separate into two pieces. The lesion was dilated and another stent was then used to treat the lesion. No patient injury was reported.

Manufacturer narrative:
There was no detachment. The device was removed by hand, still in one piece. If information is provided in the future, a supplemental report will be issued.